Manufacturer narrative:
The inital report categorized the type of reportable event as "other", when in fact it was a malfunction. This report is up-dating section "h1" to correctly categorize the incident as a malfunction.

Event description:
Complainant alleged that a female pt (age unknown) was having heart blockage. The staff was attempting to capture, but the device would not pace. The staff tried "turning the milli-amps high, then low. Then way-up again, "with no success. The staff borrowed a defibrillator from another dept., and there was no adverse effect on the pt. The staff also reported that this was the fourth time that day this unit had pacing problems. There were no reported adverse effects on any pts.